Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The catheter was received without its package. No damage or anomalies were observed on the catheter. Investigation summary: the device was returned and it was found in good conditions; however, the packaging was not returned for analysis. Therefore, the product analysis cannot be performed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since the packaging was not returned for analysis. The root cause of the reported issue cannot be determined. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The issue could be related to the handling/manipulation of the packaging; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer¿ nav bi-directional electrophysiology catheter and the sterilization was compromised. It was reported that the inside sterile packaging of the catheter was compromised. The catheter was not used on the patient. A new catheter was opened and the procedure was continued without patient consequences. The catheter sterilization compromised issue was assessed as reportable.